Manufacturer narrative:
Model number/ catalog number: sc-2316-50e, serial number: (B)(4), batch/ lot number: 7072859, model/ catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a trial procedure, the patient was experiencing pain, nausea, headache and fever. The patient went to the emergency room (ER) per physicians instruction. It was determined that the patient had no fever and computed tomography (CT) scan as well as blood work revealed negative results. The physician believed that this was not device related. It was also noted that nothing happened during the trial that would cause the symptoms. The patient underwent an early lead pull procedure and was doing well postoperatively.